Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was listed as a status 1a on the transplant list due to anemia and a history of gastrointestinal bleeding. The patient received a heart transplant and the lvad was explanted. No further information was available.

Manufacturer narrative:
The manufacturer is attempting to obtain the patient's weight. (B)(6). The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.